Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father and patient reported that the cannula broke off, close to the pod structure, in the patient's arm causing high blood glucose. The patient's blood glucose read high (>500mg/dl) while wearing the pod on his arm for between 4 and 24 hours. Treatment included giving himself a bolus and removing the pod. They no longer had the device.